Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened esc, act and up button dome switch. There was also moisture damage on the keypad traces. Analysis was unable to perform the bolus wizard due to button error alarm and no button response. The insulin pump was received with missing end cap sticker and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had keypad anomaly and damaged. The blood glucose at the time of the incident was unknown. She states the buttons on the insulin pump were crushed and are unresponsive. The troubleshooting was not able to resolve the issue. The device will be returned for analysis.